Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. During examination, it was noted that there was no pacing from the right atrial (ra) lead. Chest x-ray confirmed cardiac perforation of ra lead through the atrial wall. Physician explanted and replaced the ra lead on (B)(6) 2022. The patient was in pain but in stable condition throughout.

Manufacturer narrative:
Correction - h6 - discomfort code added to health effect - clinical code.